Event description:
The device operator is not a certified duett user. The pt experienced pain in their leg prior to the sealing device deployment. The physician did not perform an aspiration test at the time of second resistance. The pt experienced arterial occlusion, hematoma, and failure to seal. Intervention used included compression, surgical intervention, thrombolytic therapy and anticoagulation therapy. Pt was given 10,000 heparin bolus and surgical thrombectomy. The event has resolved and the pt is doing well.